Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
Customer reports that during an unknown procedure all table movements failed with both the hand switch and foot switch. The patient was moved to another room to complete the procedure. No reported injury.

Manufacturer narrative:
Field service engineer (fse) investigated the customer report that during a procedure all table movements failed with both the hand switch and foot switch. Fse checked the system and reported that he was unable to duplicate table motion problem, verified proper operation per service checklist (B)(4) and returned the unit to the customer for service.